Manufacturer narrative:
Additional information provided in h.11. One sample was returned. Three samples were not returned. There were three cases with a method code of device not returned (4114) there were four cases with a method code of analysis of production records (3331) there was one case with a method code of testing of actual/suspected device (10) there were three cases with a result code of no findings available (3221) there was one case with a result code of operational problem identified (114) there were four cases with a conclusion code of cause not established (4315) the manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patient age range from unknown to 47 years. There was one male patient and three unknown gender.

Manufacturer narrative:
One sample was returned. Three samples were not returned. There were two cases with a method codes of device not returned (4114) and analysis of production records (3331) and a result code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There was one case with method codes of testing of actual/suspected device (10) and analysis of production records (3331), a result code of operational problem identified (114), and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.11. Two sample were returned. Two samples were not returned. There were three cases with a method code of device not returned (4114). There were four cases with a method code of analysis of production records (3331). There was one case with a method code of testing of actual/suspected device (10). There were three cases with a result code of no findings available (3221). There was one case with a result code of operational problem identified (114). There were four cases with a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4).